Event description:
It was reported "failed iab membrane. There was blood in the driveline tubing. [The user] was able to remove the iab without difficulty". The iab was removed and not replaced". No patient injury or consequece reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). The reported complaint for the catheter "failed iab membrane" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "failed iab membrane. There was blood in the driveline tubing. [The user] was able to remove the iab without difficulty". The iab was removed and not replaced". No patient injury or consequence reported. The patient's current condition is reported as "fine".